Manufacturer narrative:
The fse evaluated the device onsite and determined that the mainboard was defective (efficia dfm 100 processor pca assy). As a result, efficia dfm 100 processor pca assy (453564489071) was replaced to resolve the issue. The device was then returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device was repeatedly booting. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.